Event description:
It was reported that the clip was jamming during use.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler was returned with its trigger partially engaged. The stapler was returned with 13 staples left in the cover block indicating that at least 22 staples were fired by the end user. The sample appears used as there is biological material present on the device. First, the trigger cycle was completed, and a staple released from the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. The next staple was able to properly form but did not release from the stapler. This was repeated three times with the same result. The sample was shipped to the manufacturing site for further investigation and it was confirmed that the anvil is defective. Since the anvil is a purchased part, this is a supplier related issue. A nonconformance was previously opened to investigate defective anvils for visistat 35r staplers. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." The sample was sent to the manufacturing site and it was confirmed that the anvil is defective. A nonconformance was previously opened to investigate defective anvils for visistat 35r staplers. The reported complaint of "staples jamming" was confirmed based upon the sample received. Upon functional inspection, the staples were unable to release. The sample was sent to the manufacturing site for further investigation and it was confirmed that the anvil is defective. Since the anvil is a purchased part, this is a supplier related issue. A nonconformance 70020705 was previously opened to investigate defective anvils for visistat 35r staplers.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box lot #73e1800724 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip was jamming during use.